Manufacturer narrative:
The xxl balloon was returned for analysis. A visual examination identified a complete circumferential tear of the balloon material approximately 5mm distal from the proximal sleeve of the balloon. The distal section of balloon material remained bonded to the tip. A visual and microscopic examination was performed on the balloon material and no issues were noted that could have contributed to the complaint incident. A visual and tactile examination identified multiple severe kinks on the shaft of the device. The shaft was also noted to be severely stretched and detached at two locations, one approximately 15mm distal of the proximal balloon sleeve and the second approximately 12mm proximal of the distal tip this type of damage is consistent with excessive force being applied to the device. A visual examination found the hub of the device to be detached at approximately 4mm distal of the strain relief. A microscopic examination found no stretching and the site of separation was a clean cut indicating the it was caused by a sharp object. It is not known why the hub was cut from the device. The markerbands of the device were not returned for analysis. A visual and microscopic examination of the tip identified no damage or any issues that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that the removal difficulty occurred. During an angioplasty procedure a 16-4/5.8/120mm xxl esophageal balloon failed. The patient was brought to the operating room and the balloon was successfully removed. The entire procedure was halted. It was further reported that the target lesion was located in the illiac vein. The balloon look misshaped and it did not detach or burst. It was non functioning and was stuck in the vein. The patient condition post procedure was normal.

Event description:
It was reported that the removal difficulty occurred. During an angioplasty procedure a 16-4/5.8/120mm xxl esophageal balloon failed. The patient was brought to the operating room and the balloon was successfully removed. The entire procedure was halted.